Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault and driveline power fault alarms was confirmed via the submitted log files. The modular cable investigation is covering the driveline power fault alarm where damage was observed. Data from the reported event date of 10jan2026 in the submitted controller event log file (034918) was reviewed. The backup battery fault alarm activated on 10jan2026 at 15:17:54 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 11dec2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and driveline power fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev a) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 lvas patient handbook (rev. A) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No debris, corrosion, or green goo was seen at connections at the time of exchange. As of 20jan2026, the patient had not reported any alarms since modular cable and controller were replaced.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient felt fine and the pump parameters were normal. There were no other alarms. The patient performed a self-test and the driveline power fault alarm was replaced by a backup battery (ebb) alarm. Log files were submitted for review and confirmed driveline power faults as reported starting at 1429 on (B)(6) 2026 and continued for the remainder of the log. The ebb faults started in conjunction with the driveline power faults at 1517 on (B)(6) 2026 after the system controller self-test. The alarm cleared with a new modular cable and system controller. Additional log files were submitted for review, and it appeared that the driveline power faults and ebb faults resolved after the equipment exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.